Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an urgent follow up was scheduled due to the patient fainting. It was thought that there was an issue with the patient's brain thus the patient was checked at the neurology center, but there was no issues noted. The device was then checked and oversensing resulting in pacing inhibition was reported. The patient experienced asystole for > 2 seconds and in turn cardiac arrest. The device was reprogrammed and the device remains implanted. No additional adverse patient effects were reported. Additional review by boston scientific technical services (ts) noted that the sensing amplitudes had increased since the end of (B)(6) 2019, and pacing threshold had increase at this time. The pace impedance measurements had slightly changed. Ts discussed a possible issue with the outer insulation of the competitor right atrial lead as well as reprogramming the pace vector to unipolar as the pacing thresholds had increase when it comes to the competitor right ventricular lead. At this time no further changes were made. Additional information noted that a plan to exchange the competitor lead was discussed but has not yet been scheduled as the patient is hospitalized at another department. No further changes were made.